Event description:
Customer left a review on saalt's website explaining that their iud was dislodged when they removed their menstrual cup. Saalt replied via email requesting some additional information about the customer's iud, their removal techniques. Customer responded stating they did not speak with doctor before using the cup. Their iud strings were approximately 4 inches long and hung 1-2 inches outside of cervix. Cup had been inserted 4 hours when the iud was dislodged. Customer was able to reach the cup for removal. Saalt responded asking for lot number on bottom of packaging and mold number of cup, what size/style of saalt wear she wanted, and what date the incident took place. Customer responded with the information we requested. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."